Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out-of-range shock impedance measurements, greater than 125 ohms, on the right ventricular (rv) lead. No adverse patient effects were reported. At this time, the physician has elected to reprogram the ICD (by setting the alert cutoff to 175 ohms) and will remotely monitor the patient. The ICD and rv lead remain implanted and in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out-of-range shock impedance measurements, greater than 125 ohms, on the right ventricular (rv) lead. No adverse patient effects were reported. At this time, the physician has elected to reprogram the ICD (by setting the alert cutoff to 175 ohms) and will remotely monitor the patient. The ICD and rv lead remain implanted and in service. Additional information received indicates high out-of-range shock impedances were observed once again. Commanded shocks were delivered, resulting in shock impedance within normal range. No additional adverse patient effects were reported. The ICD and rv lead remain in service.